Manufacturer narrative:
Unit powered up properly after battery installation. Unit passed self-test and no transmitter battery depleted alarm noted. Unit alarmed compromised force sensor system alarm during the basic occlusion test due to protruded/loose drive support disk. Unable to perform the prime/compromised force sensor system alarm, occlusion, and excessive no delivery test due to protruded/loose drive support disk. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump kept alarming compromised force sensor system alarm. The insulin pump would not reprogram itself. She was unable to bolus. Insulin was squirting out during the manual prime process. The drive support cap was sticking out. Customer's blood glucose level was 480 mg/dl. The customer bolused to treat her high blood glucose level and it went down to 231 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.